Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
Revision surgery of stryker implants due to loosening.

Event description:
No new information.

Manufacturer narrative:
Reported event: an event regarding loosening involving an unknown hip. The event was confirmed. Method & results: -product evaluation and results: material analysis, visual, functional, and dimensional inspections could not be performed as the device was not returned. -clinician review: a review of the provided medical records by a clinical consultant indicated: a review of medical records with a clinical consultant indicated" I can confirm that the patient underwent both a primary total hip arthroplasty and the revision total hip arthroplasty since I was able to review both operation reports. Root cause analysis: the root cause of this event cannot be determined with certainty. Causes of snapping and discomfort about a primary or revision total hip arthroplasty are multifactorial including soft tissue issues such as snapping tendons and other muscles and structures. Impingement can also be interpreted as a snapping sensation. Surgical technique is less likely to be causative unless there is impingement or some muscle or tendon abnormality which occurred at the time of surgery. Patient activity level and lifestyle, as well as bmi can also be contributory, especially if trauma occurred. Without any evidence of prosthetic dysfunction, I would not assign any causality to the implant itself." -product history review: could not be performed as the device lot details were not provided. -complaint history review: could not be performed as the device lot details were not provided. Conclusions: a review of the provided medical records by a clinical consultant indicated: a review of medical records with a clinical consultant indicated" I can confirm that the patient underwent both a primary total hip arthroplasty and the revision total hip arthroplasty since I was able to review both operation reports. Root cause analysis: the root cause of this event cannot be determined with certainty. Causes of snapping and discomfort about a primary or revision total hip arthroplasty are multifactorial including soft tissue issues such as snapping tendons and other muscles and structures. Impingement can also be interpreted as a snapping sensation. Surgical technique is less likely to be causative unless there is impingement or some muscle or tendon abnormality which occurred at the time of surgery. Patient activity level and lifestyle, as well as bmi can also be contributory, especially if trauma occurred. Without any evidence of prosthetic dysfunction, I would not assign any causality to the implant itself." No further investigation is possible at this time.